Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination and operation confirmation found no anomalies. It was also noted the tabletop has been confiscated by the police, therefore, the reported issue could not be confirmed, however, the device was aged, and it was confirmed that image output occurred without a burning smell. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the visera elite video system center caught fire from a power source. It was noted that firefighting activities were carried out by the fire department. It was noted, a power supply tc-c3 was plugged into a tabletop and the tabletop was plugged into another table top, which was getting power supply from the wall. It was also noted that a urology outpatient nurse caught fire, and the fire was extinguished with a fire extinguisher and had no health consequences. The power strip that caught fire was confiscated by the police. There were no further adverse events reported due to the event. This report is part of four related events. (Patient identifier : (B)(6)).

Manufacturer narrative:
This is not an adverse event, but a reportable malfunction. Additionally, there were no related reportable events (patient identifier : (B)(6)). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.